Event description:
Procedure type: whipple. According to the reporter: stapling the right hepatic vein of the ivc. Surgeon tunneled underneath the right hepatic vein, used a vessel loop to isolate the vein. Placed the thin side of the anvil of the stapler down, viewed the vein to be within the jaws of the instrument. Closed the instrument, released the safety, fired the stapler, noted nothing unusual, waited 7 seconds before opening up the stapler. Opened up the stapler and there was 2 centimeters without nothing stapled right in the middle of the vessel of the ivc. Clamps and sutures were used to repair the damages. There was about 3.5 liters of blood loss. Pt required 2 units of blood. The case was extended by 1 hour. No reinforcement material was used.

Manufacturer narrative:
(B)(4).